Event description:
It was reported that a patient experienced a corneal burn during a routine phacoemulsification procedure. Unanticipated sutures were required to treat the wound. The patient has recovered and is doing fine. The phacoemulsification system was evaluated and was found to be functioning according to sepcifications.